Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a colectomy procedure, the surgeon fired circular stapler but the staple line was only two-thirds around; remaining one-third had no staples. He sutured the remainder of the anastomosis. There were no adverse consequences for the patient. One device was discarded.